Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The issue occurred following an unrelated medical procedure. About 1.5 months ago the patient had 3 polyps removed from her pelvic area, one was precancerous and other two were okay. During this procedure they accidentally disconnected her system but they reconnected. The patient noted return of urgency after the procedure the patient noted there was a possibility that she had an infection. The patient saw physician last week and received some antibiotics and was to see physician again for test results. The patient was feeling something in her stomach - middle of chest and felt pain in that area when she walked. The patient planned to contact her heart doctor. The patient was to call her health care provider to discuss urinalysis results and to review recommendation of whether or not he suggested the patient switch programs. Stim was on, program#2 at 3.2v. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va04yvq, implanted: (B)(6) 2013, product type lead. (B)(4).